Manufacturer narrative:
As of 01/10/2017 aso has evaluated returned samples as well as retained samples of the same lot number for adhesion properties in addition to reviewing test for biocompatibility tests. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product is labeled not intended for use on delicate or sensitive skin.

Event description:
Consumer stated that product caused a bad reaction to her skin. Consumer stated the issue was with the tape area and she had an infection and a third degree burn and scarring.